Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarm 35 and advised the customer to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.